Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging. One mitraclip was implanted successfully. During deployment of second mitraclip, a single leaflet device attached(slda)occurred from anterior leaflet of first mitraclip. A third mitraclip was deployed for stabilization of slda clip and lead to reduction of mr to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to poor echo windows and visibility of the posterior leaflet. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging. One mitraclip was implanted successfully. During deployment of second mitraclip, a single leaflet device attached(slda)occurred from anterior leaflet of first mitraclip. A third mitraclip was deployed for stabilization of slda clip and lead to reduction of mr to grade 1. There was no clinically significant delay.